Manufacturer narrative:
Information from this event will be included in our product complaint and MDR trend analysis.

Event description:
Consumer stated that tampon components separated at removal, most probably after tampon unravelling. Part of the tampon remained as a consequence of components separation. No injury was reported.